Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and post procedure the bwi product analysis lab identified that the device tip was broken, and microscopic inspection uncovered a hole exposing the braid at the tip. During the procedure, when attempting to obtain zero for the ablation catheter inserted into the vizigo short, zero could not be obtained, and none of the electrodes were displayed on either carto 3 and the lab. The qdot micro catheter, sheath, and cable were replaced. After restarting the system, the issue was resolved. It was considered that either the ablation catheter or the vizigo short could be the cause of the problem. The procedure was completed without patient's consequence.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. A visual inspection and catheter visualization test of the returned device were performed according to johnson & johnson medtech procedures. Visual analysis revealed that the device tip was broken, and microscopic inspection uncovered a hole exposing the braid at the tip. The catheter visualization test indicated that the device was recognized however not visualized. Failure analysis identified two open circuits in the tip area following dissection. A device history record evaluation was performed for the finished device number 60000488, and no internal action related to the complaint were found during the review. The visualization issue reported by the customer was confirmed as open circuits were detected during analysis. The potential cause of the tip condition cannot be determined. The tip condition is unrelated to the reported event. The potential cause of the open circuits cannot be determined. The instructions for use (IFU) contain the following recommendations: insert a sensor based catheter to create a carto¿ 3 ep navigational system visualization matrix (fast anatomical map optional) in the chamber; this will allow for visualization of the sheath curve. Refer to the carto¿ 3 ep navigational system user guide. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).